Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The functional testing could not be performed and the excessive no delivery alarm verified due to the motor error alarm. The device had a scratched display window, bleeding lcd glass and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 16 mmol/l. Troubleshooting was not able to resolve the issue; the insulin pump alarmed no delivery during the displacement test. The device was returned for analysis.